Event description:
In (B)(6) 2010, pt underwent an acdf surgical procedure. Screws and plates were implanted as well as five tricortical wedges. In (B)(6) 2011, the pt presented with (B)(6)(septic shoulder), spontaneous infection and the wound on the neck was not healing. Pt underwent wound debridement, c and s, anterior cervical exposure, previous hardware was removed and replaced.

Manufacturer narrative:
Rti has requested additional info from the reporter. At this time, patient identifier(s), lot numbers and serial identifiers, and associated patient clinical info is unk. Implanting surgeon info: (B)(6).